Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited an emergency battery error alarm.

Manufacturer narrative:
The companion 2 driver was returned to syncardia for evaluation. The patient data file was reviewed and revealed two emergency battery error alarms. The root cause of the customer-reported alarm was determined to be a malfunction of the emergency battery. The root cause of the malfunctioning emergency battery could not be conclusively determined based upon the information provided; however, storing the driver without being connected to external (wall) power can cause the emergency battery to deplete, leading to a capacity malfunction. The companion 2 driver system operator manual (c2-900005) provides guidance on driver storage requirements in section 12.10, which states "always store companion 2 drivers in a hospital cart or caddy that is connected to external (wall) power." This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited an emergency battery error alarm.